Event description:
It was reported the battery setscrew was defective. The lead was placed in the stimulator and the setscrew was tightened to one click. When placing the stimulator in the pocket, the lead fell out of the stimulator. The lead would not stay in despite placing and tightening again. The stimulator was rejected. The patient recovered without sequela.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va0kyug, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4)

Manufacturer narrative:
Final analysis of the (neurostimulator) ((B)(4)) revealed that the setscrew was backed out too far.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.